Event description:
It was reported intraoperative impedance readings did not match post-operative results. Impedance readings of <250 ohms were reported. Post-operative results indicated a short with connections 1 and 2 only; however, an impedance test showed these connections were fine. No pt symptoms were reported. The device was programmed around the "shorted" connection. The pt had good stimulation results without sequela.